Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing could not be performed because the receiver was unable to communicate with the global communication tool. The receiver case was opened for further evaluation. The moisture detection sticker was activated. Due to moisture damage, the reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.